Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. A45104) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine and headache. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2011 to (B)(6) 2012 and birth control pills from 1998 to 2010. Concurrent conditions included obesity, burning micturition, urinary frequency, urinary tract infection, irregular menstruation, dermatitis, hyperlipidemia, pelvic mass, intermenstrual bleeding, post coital bleeding, acute cystitis, hematuria and dysuria. Concomitant products included ibuprofen since (B)(6) 2012, naproxen since (B)(6) 2012, paracetamol (tylenol) since (B)(6) 2012 and thomapyrin n (excedrin migraine) since 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), weight increased ("weight gain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced libido decreased ("low libido"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced pelvic pain ("pain") and abdominal pain lower ("abdominal cramping"). In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), back pain ("back pain"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). The patient was treated with paracetamol (pain relief), vitamins and surgery (d&c). At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, depression, fatigue, back pain, alopecia, weight fluctuation, migraine, vaginal haemorrhage, menorrhagia, headache, weight increased, libido decreased, pelvic pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in 2012: confirmed fallopian tubes were fully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc; on (B)(6) 2018: correction following company internal quality review: d&c performed due to genital bleeding (case was regarded as incident due to the required intervention). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. A45104) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: birth control pills from (B)(6) 2011 to (B)(6) 2012 and birth control pills from 1998 to 2010. Concurrent conditions included obesity, burning micturition, urinary frequency, urinary tract infection, irregular menstruation, dermatitis, hyperlipidemia, pelvic mass, intermenstrual bleeding, post coital bleeding, acute cystitis, hematuria and dysuria. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin migraine) since 2013, ibuprofen since (B)(6) 2012, levonorgestrel (mirena), naproxen since (B)(6) 2012 and paracetamol (tylenol) since (B)(6) 2012. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain lower ("abdominal cramping") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced libido decreased ("low libido"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), back pain ("back pain"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). The patient was treated with paracetamol (pain relief), vitamins and surgery (d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, migraine, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, dyspareunia, back pain, alopecia, weight fluctuation, headache, abdominal pain lower and abdominal pain outcome was unknown and the depression, fatigue, weight increased and libido decreased was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - in 2012: results: confirmed fallopian tubes were fully occluded.; on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- outcome of vaginal bleeding, menorrhagia, dysmenorrhoea, pelvic pain, migraine updated to recovered / resolved. Outcome of libido decreased, depression, weight gain, fatigue updated to recovered / resolved. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.